Event description:
Event title: confidential. Describe the event or problem: scd machine keeps beeping foot on one side and it cannot be reset. What was the original intended procedure? : dvt prevention. What problem did the user have (check all that apply} :other. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).